Manufacturer narrative:
Device identifier # (B)(4). The device was returned for evaluation. The device history record (DHR) reviews no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. With respect to the returned unit, it has passed all specific functional testing requirements except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage. When unit is properly positioned and put under pressure, unit would not have slipped. All the torque knobs are within specifications of psi readings. The complaint is not confirmed. The definite root cause cannot be reliably determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report no.: 3004608878-2019-01078 and 3004608878-2019-01079.

Event description:
This is 3 of 3 reports. A sales representative reported on behalf of the customer that the a1114 mayfield infinity skull clamp will be sent in for service for various reasons. Most concerns from surgeons involve the torque knob and accuracy of the per square inch (psi) indicator and/or the locking mechanism. Additional information received on 21oct2019 and 23oct2019 indicating that during inspection of the device on (B)(6) 2019, the child rocker arm needed very light lubricant to loosen. The device was not used in a procedure. There was no delay in surgery or procedure.